Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device problem code: a0504 - leak / splash. Patient problem code: f26 ¿ no health consequences or impact.

Event description:
External ref # (B)(4). Sp78. Material no: unknown batch no: unknown. It was reported that clinician and/or any patients have encountered leakage when using the bd blunf fill needles. Verbatim: clinician experienced:leakage and exposure to hazardous medications: 1 not resulting in harm. Please see attached excel sheet for additional information.